Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump and was advised to continue its use while monitoring for any recurring issues, with instructions to call back if problems reappear.